Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was a lesion in the moderately tortuous, non-calcified proximal left anterior descending (lad) coronary artery. A 3.50 x 48 mm xience xpedition stent delivery system (sds) was selected for the procedure. A 3.00 x 15 mm trek balloon dilatation catheter (bdc) was used to pre-dilatate the lesion. The sds was advanced with resistance to the lesion, would not cross due to the anatomy and the proximal shaft of the sds separated into 2 pieces. The sds was removed with no resistance from the anatomy and the procedure was completed with the successful implantation of a new 3.50 x 48 mm xience alpine stent implant and post dilatation with a 4.00 x 12 mm nc trek bdc. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to interactions with the patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.